Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination confirmed the presence of a foreign material in the syringe barrel. The foreign material is white in color, and appears to be plastic. The likely cause of the reported problem was determined to be the introduction of an unidentified particulate during component manufacturing or assembly. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the syringe barrel. The customer elected not to use the tubing. No injury or adverse event was reported.